Manufacturer narrative:
Update to h6 (type of investigation, investigation findings and investigation conclusions) and h10 to reflect engineering evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. During the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Implanting sapien 3 ultra in pre-existing annuloplasty ring in mitral position using commander delivery system is not an indicated use of the device at the time of implantation. Therefore, this was off-label operation. The risk management file captures risks for indicated device use only. The review of the risk management file is complete, and no further action is required at this time. Per the instructions for use (IFU), valve regurgitation is a known potential adverse event associated with bioprosthetic heart valves and the thv procedure. Regurgitation which develops progressively over time can be due to several issues including patient-related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with the functionality of the device by restricting the leaflet motion leading to abnormal coaptation. Additionally, per the IFU, 'safety and effectiveness have not been established for patients with the following characteristics/comorbidities: pre-existing prosthetic ring in any position.' Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post- deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. The complaint for central regurgitation was confirmed based on provided medical records. There was no allegation or indication that a product malfunction contributed to this adverse event. Investigation results suggest/indicate patient and/or procedural factors (off-label use, interaction with non-edwards device) caused or contributed to this event. In addition, there was severe paravalvular leak (pvl), which is likely related to the off-label use of the s3u thv in annuloplasty ring using the commander delivery system. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
The investigation is ongoing. H3 other text : valve remains implanted in patient.

Event description:
As reported by the edwards field clinical specialist, post implant of a sapien 3 ultra valve implanted inside a mitral ring, the patient experienced severe paravalvular leak (pvl) requiring two plugs. The plugs interfered with one of the leaflets with inadequate coaptation causing central regurgitation. The pvl was reduced to mild-moderate. Per report, over a year after implant the patient was symptomatic and returned for evaluation. Approximately 3 years post mitral s3 ultra implant in ring, two more plugs were placed, and a decision was made to implant 2nd sapien 3 ultra resilia valve.

Manufacturer narrative:
A supplemental MDR is being submitted based on medial record review. The following sections of this report have been updated: section b5: describe event or problem, b7: other relevant medical history, and h6: clinical code (correction).

Event description:
Upon review of medical records, approximately 3 years post implant of a mitral ring, a sapien 3 ultra valve was implanted. A post echo of the sapien 3 valve in ring revealed that the valve was stable with a stuck leaflet due to 'basal commissural fusion and dense fibrotic material on the leaflet' with a mean gradient of 9mmhg. There is mild - moderate stenosis, and moderate/severe mitral regurgitation. There is also pvl with 2 stable plugs in place. Approximately 18 days post valve in ring procedure, an CT revealed 'high density material along the anterior portion of the valve' which concluded the plugs slightly embolized. Additional placement of 2 pvl plugs via transseptal approach was performed. The procedure was successful with no edwards device malfunctions nor procedural complications. The pvl was reduced to trace. The plugs were placed to treat the pvl. Pre intervention of the 2 plugs an echo revealed moderate stenosis and moderate regurgitation of a s3 valve inside a ring with severe pvl. Post intervention echo revealed 2 plugs successfully placed reducing the pvl. The central regurgitation is now mild, mean gradient is 3.5mmhg. On post operative day 1, echo revealed valve-in-valve mitral with a 26mm sapien 3 valve with 'no significant regurgitation' and the mean gradient is 6mmhg.